Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower system nurses were unable to remove medications, and the pyxis system displayed a message indicating that patient orders might not be current due to an order interface issue. The customer stated that the malfunction occurred when a user tried to issue medication to the patient and caused a delay to patient care. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6)was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6)was performed from the date of manufacture, 22-jan-2011 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (tss) confirmed that the issue was resolved by the customer by removing the manual override and device had returned to full functionality, and no further investigation was required. The system functioned as intended after the customer resolved the issue.